Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported a lead malfunction. The patient stated that during the explant of the ICD, one of the leads was found to be broken. The patient was hospitalized and was ill as a result of the broken lead. A surgery allowed the patient to move from tachy therapy to brady therapy. The patient has received several pacemakers since this event occurred.